Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the broken titanium matrixrib universal plate was replaced. The plate broke on the patient on an unknown date. Procedure and patient outcome are unknown. Concomitant devices reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) ti matrixrib universal plate 8 holes. This is report 1 of 1 for (B)(4).